Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the device broke after it was removed from the surgical site and during the process of constructing the trial back together.

Manufacturer narrative:
No device or photos were received; therefore the condition of the component cannot be confirmed. The lot has been in the field for more than 3 years. It is unknown how many times the device was used. It was reported by the representative that there was no harm to the patient. This issue has been investigated and a device history record review is not required. These devices are used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tibial articular surface provisional (tasp) construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp components in this complaint was manufactured before the design modification. The root cause is a previously addressed design issue.